Event description:
The patient was revised due to the liner was fractured at the rim. During re-implantation, the surgeon attempted to implant a metal liner. The liner seated incorrectly causing a 1 hour delay in surgery.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.